Event description:
The customer contacted baxter's technical service center regarding a home patient (hp) that became disconnected, which occurred on the homechoice (hc) during use during dwell 2 of 4. The hp stated that they woke up and discovered that they were disconnected. The technical service representative (tsr) advised the hp to end the therapy and start over with new supplies. The tsr assisted the hp to end the therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.